Manufacturer narrative:
Date sent: 6/13/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported during a ladg procedure that the tissue pad fell out. Another device was used to complete the case. There were no adverse consequenced to the pt.